Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation feedback from the field. It was later confirmed the customer is trained by olympus for processing practice in accordance with instruction for use (IFU). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviations from IFU are unknown at the material residue point. Furthermore, physical damage at the material residue point was not confirmed. Therefore, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the IFU sections: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope had a slight chip at the distal end and delay in left/right angulation. The issue was found during maintenance. There were no reports of patient involvement. The device was returned for evaluation. During the device evaluation, a white crystallized contamination (simethicone type product) was found evident in the air/water channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the light and optical cover glass adhesive was pitted, the distal end cap was damaged, the distal end adhesive was lifted, the control body casing was discolored, the right/left and down angulation was not to specification, the up/own control knob had play, the up/down control assembly was loose, the right/left control assembly had clicking and the up/down brake was not holding. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.